Event description:
A customer reported that they received a signal loss alarm from the adc device and was therefore unable to receive low/high glucose alarms. The customer indicated they became hypoglycemic and on the verge of losing consciousness, requiring treatment of food and juice provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received a signal loss alarm from the adc device and was therefore unable to receive low/high glucose alarms. The customer indicated they became hypoglycemic and on the verge of losing consciousness, requiring treatment of food and juice provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were not observed when the rssi signal was low or not present. Functionality test was performed. A known good sensor was activated with the returned reader. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the known good sensor and the returned reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned reader was found to be functioning properly. Sensor was scanned with the reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported that they received a signal loss alarm from the adc device and was therefore unable to receive low/high glucose alarms. The customer indicated they became hypoglycemic and on the verge of losing consciousness, requiring treatment of food and juice provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.